Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 33 mmol/l with diabetic ketoacidosis, moderate ketones, dehydration, abdominal pain, nausea, and vomiting. It was reported the patient was hospitalized and treated with insulin via injection, intravenous glucose, and intravenous fluids. Reportedly the patient discontinued pump use. It was reported the patient received more than 3 loss of prime alarms. During troubleshooting it was determined the patient was not following instructions for cartridge use: the patient was filling the cartridge with refrigerator temperature insulin and also cycling the cartridge only 1-2 times instead of recommended 2-3 times. There was no indication of a device malfunction. This complaint is being reported because the reported health event was attributed to a use error.